Event description:
It was reported by the rn to the clinical support specialist (css) that there is a small amount of blood in the helium driveline tubing. The rn stated that she "first saw the blood about 10 minutes ago." She stated, "it is dark and only a small amount." There were no alarms on pump. The css informed the rn that any blood in the helium driveline tubing would indicate a ruptured balloon and pump should be turned off and catheter removed within 30 minutes. The rn verbalized understanding of same and will call the surgeon to remove. The css requested that the rn bag the catheter and save for return. There was no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.